Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated atrial pacing capture threshold was elevated. It was noted the atrial threshold began increasing the week of 01-jul-2015 from a baseline of around 0.4 volts to 2.5 volts the week of 15-jul-2015, and remained high. The analyst commented the impedance was steady near 350-500 ohms throughout record. (B)(4).

Event description:
It was reported that during a coronary artery bypass graft surgery (CABG), the physician noted a perforation had previously occurred. It was stated that prior to the CABG surgery for the patient, review of historical device data indicated a rapid increase in threshold measurements a few months prior and the device had been reprogrammed to higher outputs. Then, during the surgery, the physician noted the tip of the right atrial (ra) lead was exposed and abnormal impedance values were observed. A device check noted a polarity switch to unipoloar had previously occurred for the ra lead pacing and sensing, however, following the CABG surgery, the device data showed no significant changes and the physician added there were no issues with the data. The ra lead remains in use. In addition, it was noted a catheter, which was inserted during the CABG surgery, may cause interference with the lead and lead data would need to be carefully monitored. No patient complications have been reported as a result of this event.